Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transapical tavr procedure, during inflation the delivery system the balloon ruptured. The delivery system was removed without incident. Initially, the 23mm sapien 3 valve and the 26fr ascendra + delivery system was nominally prepped in the usual fashion. During sheath insertion into the left ventricle, the 26fr ascendra + sheath was ¿pushed across the stenotic native aortic valve¿ rather than performing a balloon aortic valvuloplasty. During peak inflation the balloon ruptured. The delivery system was removed without incident. Post deployment tee showed no paravalvular leak or central ai. The left ventricle apex was closed and the patient was transferred to the pacu in stable condition. The team determined the balloon more than likely ruptured as a result of the heavily calcified annulus and lvot.

Manufacturer narrative:
Additional case information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection a tear was observed in the inflation balloon. Engineering was unable to determine if the balloon first tore longitudinally or radially due to the condition of the returned balloon. There was no indication that any pieces of the balloon were missing. No other abnormalities were observed no applicable functional testing could be performed due to the condition of the returned device (balloon burst). For dimensional analysis, wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall specification. No manufacturing non-conformances were identified in the returned sample. During manufacturing, all balloon catheters undergo multiple 100% inspections transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint description summary supports this root cause determination in describing a ¿heavily calcified annulus and lvot.¿ based on previous complaints and the technical summary, it is likely that the balloon initially burst longitudinally, but the tear propagated radially. While a definitive root cause was unable to be determined, available information supports that patient factors contributed to the reported complaint.